Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 392 (mg/dl). The customer stated they consumed dessert and this was the cause of the elevated bg level. A bolus via the pump was delivered to address bg level. Customer declined to perform troubleshooting with tandem technical support. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.